Manufacturer narrative:
Evaluation summary: based on the complaint description, it was occurred during the installation of pc at the hospital due to the software (B)(6) failure. From these things, we concluded that it was caused due to the software error during the installation but not related to our product. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Our pentax field service engineer was onsite to install several new capture pcs, and one of them would not boot up to windows and function properly. Description of any actions taken: he tried reloading the operating system (B)(6), but it was still running extremely slow.